Event description:
It was reported that a patient had a loss of therapeutic effect and therapy worked well until the day prior to the report when the patient¿s urinary symptoms returned. She felt fidgety because she was disturbed having accidents. The patient had to go to the bathroom an ¿extreme¿ amount of times and half of the times she was not able to make it. She would get the urge to go and by the time she got there she had an accident. The patient felt pressure when she went to the bathroom like during a urinary tract infection (uti). She thought she had a uti and she went to her healthcare provider (hcp) the morning of the report. The hcp said she didn¿t have a uti but sent the urine culture to test. The morning of the report, the patient increased stimulation, felt stimulation, and was doing better but later in the day had an accident. The patient still felt tired from anesthesia. The device was on program 1 and the patient increased the setting from 1.3 volts to 1.4 volts the morning of the report. The patient used the patient programmer to connect to the implantable neurostimulator (ins) and said it wasn¿t showing any stimulation. When she first turned the patient programmer on it wasn¿t there, then when she put the antenna over the device the lightning bolt showed up. While the patient was working on increasing stimulation, she lost the connection and then got the poor communication screen and stopped feeling stimulation. The patient was able to connect without the antenna but had difficulty connecting with the antenna. After pushing the top blue button on the programmer, she immediately felt stimulation and increased to 1.5 volts. The patient was also later able to synchronize with the antenna. It was later reported that the patient still had concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had appointments on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0l430, implanted: (B)(6) 2014, product type: lead. (B)(4).